Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Refence MFR numbers: 1221359-2022-00362; 1221359-2022-00363; 1221359-2022-00364; 1221359-2022-00365; 1221359-2022-00366; 1221359-2022-00367; 1221359-2022-00368; 1221359-2022-00369; 1221359-2022-00370; 1221359-2022-00371; 1221359-2022-00372; 1221359-2022-00373; 1221359-2022-00374; 1221359-2022-00375; 1221359-2022-00376; 1221359-2022-00377; 1221359-2022-00378.

Event description:
The customer reported false negative results with the binaxnow covid-19 ag card. This MFR. Report addresses patient 11 of 17. Via social media the customer reported a false positive result with the binaxnow covid-19 ag card. The customer reported: "17 symptomatic patients that were tested on binaxnow and tested negative, but later confirmed positive by pcr". No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.